Manufacturer narrative:
Correction to become aware date (date received by mfg) only.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Correction to become aware date.